Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No sample was received to perform an investigation. Three pictures were available for a visual inspection. A visual inspection of the pictures found the top view of a port with a catheter connected; however, no leaks could be observed fleeing from the joint. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the port was leaking when infused. After inspection, a leak was identified in the joint, the port was replaced with a new port. No patient injury was reported.